Event description:
It was reported a power up, power down procedure error and memory errors were noted on the implantable cardiac monitor. No additional information was reported.

Manufacturer narrative:
The reported event of memory error was confirmed. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption.